Manufacturer narrative:
The investigation determined that on (B)(6) 2015, a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 3600 immunodiagnostics system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray and/or potentially dispensed back into the unintended sample on the tray using a vitros 3600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(6) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation, one event was identified. On (B)(6) 2015, a patient sample may have been dispensed back into the wrong tube/cup position of a sample tray when using a vitros 3600 system. The cause of the event is a software anomaly triggered by a sequence of events which allows a patient sample to be returned to the wrong tube/cup position of a sample tray. The return of patient sample back into a tube/cup not intended will cause a contamination or a significant dilution of another patient's sample and lead to erroneous results. On 22 august 2016, ortho sent a letter informing the customer of the event that occurred on (B)(6) 2015, including the number of samples potentially affected. In the communication the customer was instructed to contact ortho with any additional questions. No additional information or feedback pertaining to the event that occurred on (B)(6) 2015 has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. (B)(4).